Manufacturer narrative:
(B)(4). Batch # t9370t. Investigation summary: the device was received with the I-blade lower tip broken off not returned. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle opened and closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, there was a difficulty in opening and closing the jaws during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.